Manufacturer narrative:
The probe has been returned to neuwave medical. A review of the device lot history records indicated the probe met all specifications and passed all manufacturing tests. System logs were reviewed and indicated that the system and probe functioned normally during the procedure. The physical investigation concludes that the ceramic portion of the probe tip - between the metal trocar and the metal shaft - was broken. This supports the conclusion that lateral forces were applied to the ceramic portion of the probe tip. It is suspected that these lateral forces resulted in sufficient force to cause the ceramic to break. Additionally, the break pattern on the suspect probe is consistent with lateral force applied to the ceramic.

Event description:
The physician was using a certuspr 15cm probe to ablate an osteoid osteoma in a patient of unknown age and gender. A bone introducer was used to gain access to the target. The certus pr probe was inserted through the introducer into the target. The probe was used to ablate at 30 watts for a total of 91 seconds without issue. The introducer was then advanced back into the target. When the pr probe was removed, the tip was not attached to the probe shaft. The introducer was removed from the bone and the ceramic portion of the probe tip was visible. The ceramic was removed, but the metalic probe tip remained in the target tissue.